Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received indicates that the device was reprogrammed to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, far r-wave oversensing resulting in automatic mode switch was observed on the device. Technical support was contacted and recommended device reprogramming to resolve the event. Device reprogramming is anticipated. The patient was stable and will continue to be monitored.